Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: pillowing and melting of the keypad overlay, keypad overlay texture damage, stain marks on the keypad overlay, case melted slightly on the right side. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. Did not feel any case overheating particularly in the area of the battery compartment. The down keypad button sometimes required multiple button presses to get a response however. Thump software was utilized and uploaded trace/history files properly. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. Part of the keypad overlay was melted. The j1 connector on pcb1 was locked properly during visual inspection. Checked underneath the dome switches of each of the keypad buttons and did not note any previous moisture presence or corrosion. Did not note any creases or cracks in the dome switches themselves. In summary, the customer¿s report that the pump got burned was confirmed during visual examination. The intermittent down keypad button is due to the pillowing of the keypad overlay resulting in the poor contact between it and the dome switches underneath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump was completely burned. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-862a, mmt-332a. Troubleshooting was performed it was reported location of the damage: pump was completely burned. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-862a. No product return is required for mmt-332a.